Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the settings display on the lower screen was dim. It was verified that neither the atrial nor the ventricular output were set to zero. The generator was to be returned for service. No patient involvement or complications were reported as a result of this event.